Event description:
It was reported during preparation, the balloon was tested for inflation and the guidewire could not be removed from the catheter during balloon deflation. Regardless of the resistance, the physician continued to pull on the guidewire. As a result, the catheter kink occurred at approximately 10mm proximal from the proximal marker band. The device was not used in the patient.

Manufacturer narrative:
The catheter has been evaluated. The evaluation showed that the guidewire was bent inside the catheter and it had punctured the catheter lumen at 1.2 cm from the distal tip. (B)(4).